Manufacturer narrative:
Visual evaluation of the returned device found decals and some minor scratches on the cover; otherwise the unit appeared to be in fair physical condition. All knobs and switches appeared to function properly, however, the unit would not power up when the power switch was turned on. Once the faulty power switch was replaced, the unit was powered on again and it was found that the chassis fan was producing a ticking sound on each rotation. The fan was replaced and the unit passed the endostat iii return evaluation procedure and was within all specifications. The condition of the returned device was not consistent with the complaint that the device produced "no rf delivery unless mode knob is turned to a different mode and back"; the complaint was not confirmed. The most probable root cause of the defects identified is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the user had to switch to the "continuous" bipolar mode and back several times during the procedure to achieve power delivery in monopolar modes. The account alleged no malfunction of any accessory devices used during this procedure, which was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the user had to switch to the "continuous" bipolar mode and back several times during the procedure to achieve power delivery in monopolar modes. The account alleged no malfunction of any accessory devices used during this procedure, which was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.